Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-implant check, the atrial capture threshold increased and p wave sensitivity decreased. The physician elected to reposition the lead, but was unable to get acceptable threshold and sensing during the procedure. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.